Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016 they were reprogrammed by the manufacturer's representative (rep), and were feeling stimulation in the correct area. However, over the weekend they began feeling stimulation on the side of their right leg and not in the shin area which is where they should be feeling it, and experienced a loss of therapy. The patient programmer (pp) was used to check the device which showed stimulation was on. The consumer had an appointment scheduled for next month to see the healthcare provider (hcp) and the rep.

Event description:
Additional information received from the consumer reported they were still having pain in locations on why they had surgery done. Steps taken to resolve the stimulation issue included adjusting leads and programming the patients positions. Regarding resolution, the patient reported that as of now, they knew it wouldn't take away their problems or all their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a consumer on (B)(6) 2017 that the ins was replaced but the leads were not touched. The replacement was due a default in the battery and it was not charging. The patient had informed the manufacturer representatives that it took forever to charge and the manufacturer representatives would try to ¿tweak¿ the patient and it was thought that this would fix the issue. The last time the patient was there on (B)(6) the manufacturer representative had the health care professional (hcp) check and in (B)(6) an appointment was made to replace the ins. Per the patient, the ¿battery must have tilted that was causing it to not charge.¿ it was reported that this event date was unknown but maybe in 2017. From day 1 when the patient got home from surgery they had problem charging the implant ((B)(6) 2016). The patient had been information that it might be swollen and to wait to see. These issues kept getting worse and 5 months ago was the worst. ¿it never seemed like their current battery.¿ per the patient, they received a report from the hcp stating that it was a default battery. Additional information was received on 2017-08-16 from a representative reported that the patient was originally implanted on (B)(6) 2016 and that the charging issues were communicated to a representative approximately 1 year after implant on (B)(6) 2017 at which time an antenna locate was performed with an approximate reading of 46. An appointment with a surgeon was scheduled to discuss the possible need for a revision of the pocket. The surgery was booked as pocket revision but at the time of the surgery the patient insisted on a replacement. It was clarified that the hcp had at no time implied there was a default in the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.